Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 01/26/2015 with the following findings: the battery compartment is cracked near the cover below the bumper pad. Returned battery cap/returned cartridge cap used to complete testing. The audio bolus button cover is fully intact and the button is fully responsive to user presses. The total daily dose adds up correctly and reflects the users programmed basal rates. Alarm history shows typical usage alarms. The pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Investigators were unable to duplicate the complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on (B)(6) 2014 alleging that the audio bolus button was under responsive. The reporter stated that the patient had a blood glucose (bg) of 18mmol/l with nausea and polydipsia. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. This report is being made due to the bg excursion the patient experienced due to an alleged button/keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.